Event description:
This notification was opened for review due to an allegation the device was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm was observed in the device's downloaded event log indicating an air flow sensor failed. The device's oxygen blending module board was replaced to address the issue. Additionally, a noise was heard coming from the blower assembly. The blower assembly and stirring fan foam was replaced to address the issue. The screw fastening count was exceeded. The base enclosure was replaced to address the issue.